Event description:
7/21/1999-hospital called and stated that they reported the incorrect serial number to co initially. This has been corrected in section d-6. All of the details of the incident remain unchanged. Device received 7/26/1999.